Event description:
On 5/30, county acute communicable disease control was informed by hospital infection control professional of a cluster of 8 patients - out of 19 surgeries - with e. Coli pneumonia post cardiac surgery. On 5/31, acdc conducted multiple site visits including chart review for a cohort study. Investigation revealed that a transesophageal echocardiograph -tee- used in the surgeries of all of the cases was damaged. Culture of the tee probe, results were positive for e. Coli and klebsiella. Results show the e.coli isolate from the probe is either indistinguishable or with few band differences to all case isolates and different from all control isolates. Following the removal of the damaged tee, 3 surgeries have been, no new cases identified. Dept of health services health facilities observed an elective surgical procedure. Only deficiencies were in the cleaning and storage of the tee machine. The hosp will notify acdc if pneumonia and/or sepsis occurs from any organism within 96 hrs post-operative.